Event description:
A report was received that the patient's ipg was causing her pain. When the device was in use, it was making the patient's pain worse. The surgeon explanted the ipg but left the paddle lead in place. The patient was doing well after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.